Event description:
New information indicates that there was no delay in the procedure.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 2, 2021. Upon further investigation of the reported event, the following information is new and/or changed: b5 (added describe event or problem) d4 (additional device information - added expiration date) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information) h4 (device manufacture date) h6 (identification of evaluation codes 11, 3331, 4114, 170, 25) type of investigation: #1: 11 - testing of device from same lot/batch retained by manufacturer type of investigation #2: 3331 - analysis of production records type of investigation #3: 4114 - device not returned investigation findings: 170 - manufacturing process problem identified investigation conclusions: 23 - manufacturing deficiency the retention sample from the same product code and lot was inspected with no visual anomalies noted. The unit was setup in a saline circuit with a sarn drive system and a sorin drive system with a terumo cp adapter. While pumping with the sarns system and the sorin drive, the pump exhibited no unusual noises. An internal investigation has been initiated to document and address the investigation and any potential changes required to remedy the failure mode observed. Additionally, the retention sample was subjected to a non-mechanical noise test where the unit was ran with saline at 900, 1200, 1500, 1800, 2100 and 2400 rpm for 10 minutes each. The sample was observed for non-mechanical noise at each interval. No abnormal noises were observed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during pre cardiopulmonary bypass, the delphin head had a screeching and grinding sound. It is still unknown whether there was a delay in the procedure. Terumo continues to attempt to gain more information regarding this event from the user facility. No consequences or impact to patient. The product was changed out. The surgery was completed successfully.